Manufacturer narrative:
Concomitant medical products: product ID: b3400060m, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(4), ubd: 19-aug-2023, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the stage two procedure they added two extensions and a battery. One of the extensions- the zero contact kept having an out of range impedance. Even with switching the extensions in the battery port the top port was having impedances. The leads were checked, they were not an issue. The actions taken were, they switched extensions and tested, switched ports, wiped down extensions, used suction in the battery port, tested the battery, ran some current through the battery. Switched the extension out for a new one and tested with new battery still impedances. The physician asked for a new extension and battery and impedances resolved. Surgical intervention occurred to replace the ins battery and extension.  All impendences within range and the patient has therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the out of range issue had not been determined.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2022-06-27. 15:48:20 cst pli# 20. Product ID# b35200. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID: b3400060m. Serial#: (B)(6). Product type extension h3: analysis of the implantable neurostimulator: (B)(6). Found no anomalies analysis of the extension (B)(6) found no anomalies medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.